Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was hospitalized in 2010 for three days. Customer stated during hospitalization the insulin pump alarmed. Nothing further reported.